Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. If the perforator bit is returned, an evaluation will be performed and a follow-up MDR will be submitted.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and penetrated the dura. It was also reported that the procedure was completed successfully.